Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge would not successfully fit onto the pump. The customer's blood glucose level was 139 mg/dl. Reportedly, the contact was able to fit the cartridge onto the pump after pushing down harder on the cartridge.